Manufacturer narrative:
The device was returned to heartsine for evaluation and was unable to verify or duplicate the reported issue. The cause of the reported issue could not be determined.this device was scrapped and the customer received a replacement device.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine technologies ltd has received the device and investigation into the device malfunction is pending, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.